Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (rupture). (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a distal aortic arch aneurysm using conformable gore® tag® thoracic endoprostheses. Prior to the endoprostheses being implanted, the physician prepared for two surgical bypasses to maintain blood flow to the branch arteries of the aortic arch: one is the right common carotid-left common carotid artery bypass and the other is the left common carotid-left axillary artery bypass. The physician advanced a 22-fr gore® dryseal sheath with hydrophilic coating (dsl2228j/15667014) from the right side and deployed two endoprostheses successfully though some resistance was met during advancement of the sheath. Upon withdrawal of the sheath, the right external iliac artery was ruptured around the right iliac bifurcation. It was reported that the vessel diameter around the right iliac bifurcation is 7.4mm. An iliac extender component was implanted to repair the iliac artery rupture. The patient tolerated the procedure.